Event description:
The clinician reported that on the day of attempted placement of the dental implant in between ada sites 2 and 3 in the patient's mouth, the implant did not achieve primary stability. The clinician reported the patient's insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.